Event description:
10/18, 40 minutes after treatment begun, blood was leaking from end cap of dialyzer. Pt's blood was returned and just as completed, the end cap came off the dialyzer. When setting up for treatment on 10/19, normal saline was leaking from dialyzer end cap during priming process. End cap was not screwed on securely. Both dialyzers were the same batch number. Sterilization date 8/95.